Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose went up to 550 mg/dl. The customer treated with manual injection. The customer reported that the infusion set was not adhering and that the tubing was binding up and not staying straight. The customer reported that the insulin pump gave no alerts. The customer hooks the insulin pump up to the bra. The customer was unable to troubleshoot and was advised to call back to do so.